Manufacturer narrative:
Philips service replaced the collimator assembly and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a frontal collimator defect caused intermittent shutter errors on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.